Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not functioning properly. The blood glucose reading was 1385 mg/dl. The customer mentioned not having a low battery alarm before getting off no power alert. The caller stated that there were unattended alarms when she started the sensor in the morning. Troubleshooting was performed and the battery cap was not loose or cracked. Advised the customer that the device would be replaced. No further information was provided.